Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There is one other complaint reported in the lot number. (B)(4).

Event description:
A consumer reported following an intraocular lens (iol) implant procedure that he has observed flickering and movement of the lens which is disturbing his vision. The vision is not blurry and he reports no flashes of light. The consumer has also observed the lens movement in the mirror with a light directly on the lens when he moves his eye. The consumer has discussed this with his surgeon and the surgeon does not seem to be concerned. The surgeon informed the consumer that this would resolve itself and it may not have settled in the capsular bag yet. The consumer reported that this impacts daily function and states "it would be hard or nearly impossible to work under certain lighting conditions and it's possibly even a safety issue, as the flickering and unexpected/unwanted refracting light can cause confusion and visual impairment. The 'confusion' comes from the fact that the brain does not expect light to be refracted in this manner". The consumer also provided an internet link to a video he made of the lens activity in his eye. This information was also discovered in social media. Additional information has been requested.